Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue of no prompts after blue key unlocks door. Evaluation observed the load set screen was not displayed when the door was opened and no alarm was generated. The cause was determined to be a failing upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no prompts after the blue key unlocks door. There was no patient involvement. No additional information is available.